Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer disconnected tubing, then reconnected tubing and delivered a bolus successful. Occlusion cleared. Customer's blood glucose was 293 mg/dl.